Manufacturer narrative:
The following devices were also listed in this report:. Modular dual mobility insert; cat# 626-00-46f; lot# 58924701 anato stem sz 7 right neut; cat# 4845-7-117; lot# 53434601. Trident hemispherical multi; cat# 508-11-58f; lot# 45591901. 28 mm +4 lfit v40 head; cat# 6260-9-228; lot# 57402901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to infection.